Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
The customer reported a calibration error. The first error included a proximal pressure sensor range error, leading the customer to replace the da (data acquisition) pcb (printed circuit board). The unit then displayed a machine pressure sensor calibration data error and an oxygen pressure sensor calibration error, which are pending resolution. The unit was not in patient use at the time of the reported problem.

Manufacturer narrative:
G4: 03apr2020. B4: 06apr2020. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.